Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedances, inability to sense, and loss of capture (loc). Subsequently, a revision procedure was performed. This ra lead was surgically abandoned and replaced with a non-boston scientific product. No additional adverse patient effects were reported.